Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping treatment. In drain 2 of 4 there were two air detected in cassette warnings. There were also draining slowly messages. The patient stopped treatment. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source. Patient was advised to allow the cycler to air dry before using for next treatment. In a follow up, the patient's pdrn verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it since with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping treatment. In drain 2 of 4 there were two airs detected in cassette warnings. There were also draining slowly messages. The patient stopped treatment. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source. Patient was advised to allow the cycler to air dry before using for next treatment. In a follow up, the patient's pdrn verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it since with no further issues.